Manufacturer narrative:
Patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely depressed total bilirubin result generated on an alinity c processing module for a (B)(6) baby boy. Sid (B)(6). There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. Return testing was not completed as returns were not available. File sample analysis was not performed as the sample was repeated and acceptable result was produced. Ticket and trending review did not identify trends for the complaint issue. Device history record review did not identify any non-conformances or deviations with the likely cause list number and complaint issue. Labeling was reviewed and found to sufficiently address the customer¿s issue. Based on the investigation, no systemic issue or deficiency with the alinity c total bilirubin reagent lot 59708uq04 was identified. Additional information in section d10 concomitant product.